Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on the electronic assembly/motor. It passed the unexpected restart test and no unexpected restart alarm was noted. The device also had a cracked display window corner, scratched lcd window and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. Blood glucose value 147 mg/dl. During troubleshooting, the customer stated that the device might have been exposed to moisture since his clothes were wet. The customer also reported receiving an unexpected restart alarm. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.